Event description:
A pt experienced ventricular fibrillation after several clean burns were obtained. Three incidences of v-fib occurred. As a result, the physician terminated the ablation procedure and the v-fib was self terminated. Echo was performed and no perforation was observed. Pt was discharged without further incident.